Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 381433 batch#: 4305275. It was reported by the customer that we have had several instances where the needle did not retract after pressing the button on some IV catheters. This is regarding to the concern of the customer as they mentioned that the item is defective stating that "we have had several instances where the needle did not retract after pressing the button on some IV catheters." And customer wants to return the item. Please advise. We already create a cif case for defective item. My name is xxx, lead charge nurse for cdc, I had great difficulty with needle retracting at least 3 occurrences on one day. Other nurses had difficulty as well but I can't mention as to how many occurrences. With these occurrences, I had to abort or had blown the veins with patients. One needle didn't even retract at all. A nurse inadvertently "poked" a patient, when the needle did not retract. If you have any questions, please do not hesitate to call me with the phone number listed below.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4305275. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.